Event description:
A complaint was received via webform and the customer was contacted regarding obtaining no message appearing when scanning the adc device using freestyle librelink. As a result, the customer had a loss of consciousness and was provided oral sugar by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. Attempts were made to replicate the user complaint and scan the sensor using the android version of the app (2.5.3.6373) was successful and were not able to replicate the complaint. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.